Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Healthcare professional later reported a granuloma. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Previous medwatch reported incorrect parent aware date. Parent aware date is 24mar2022.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as an unidentified (tear) (shell thickness within specification), and missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Granuloma: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted. . Reason for reoperation: granuloma.

Event description:
Healthcare professional, later reported, a granuloma.